Manufacturer narrative:
The review of provided data confirmed the reported issue: on 27 march 2024, the time to recommended replacement time (rrt) was 13 months (min: 8 months) and the device reached the rrt on 12 september 2024, earlier than the time to rrt displayed on 27 march 2024. The calculation of the time to rrt is based on typical cases. After rrt is reached, the prolonged service period (psp) of the device is: at least 3 months under the following conditions: vvi, 70 bpm, 5v, 0.35ms, 500 ohms. (Excerpt from implant manual u199). The subject device was programmed at 2,5 v. Based on the sole provided patient file, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 124 months. The implantation duration was 100 months which is higher than 75% of the estimated overall longevity (75% of 124 months = 93 months). Based on hrs guidelines, no premature battery depletion occurred. When the subject device is returned, further investigation will be performed. Based on the sole provided patient file, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during fu on march 27th 2024 battery time to rrt was projected as 13 months (min 8 months). Therefore patient was sent away for 6 months. Fu on september 12 2024 battery demonstrated an unexpected 11.28 kohms and rrt functioning. The technician wants to know why we project min of 8 months (to rely on) and 6 months was not even sufficient safety to prevent rrt.

Manufacturer narrative:
Analysis of the returned device did not permit to suspect any malfunction. The device was tested electrically, and it shows that the device works normally. The device pace, sense and consume normally. Visual inspection at reception did not shows any malfunction or defaults. Logfiles were investigate by the r&d department. Analysis of these files shows that between the follow-ups of (B)(6), the percentage of ventricular pacing increased. Information regarding atrial pacing percentage was not available. The most probable hypothesis is that the safe r-r mode affected the percentage of atrial and ventricular stimulation. It could have an impact on the previous longevity calculation. Considering these investigations and the results of the intermediate report, we can conclude that no premature battery depletion occurred. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during fu on (B)(6) 2024 battery time to rrt was projected as 13 months (min 8 months). Therefore, patient was sent away for 6 months. Fu on (B)(6) 2024 battery demonstrated an unexpected 11.28 kohms and rrt functionning. The technician wants to know why we project min of 8 months (to rely on) and 6 months was not even sufficent safety to prevent rrt.